Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the rhino laryngo fiberscope exhibited foreign material at the tip. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. Root cause of residue of foreign material remained in the device could not be identified. Such events can be detected and prevented according to the following ifus: chapter 6 washing, disinfection, and sterilization conditions. Chapter 7 washing, disinfecting, and extinguishing the bacteria. Olympus will continue to monitor field performance for this device.